Event description:
The dealer changed the tube on the drive wheel of the consumers chair, but never took the tire completely off the chair. The dealer received a call from the consumers family alleging the entire wheel assembly fell off, causing the consumer to fall and injure himself. The use reportedly sustained an occult fracture.

Manufacturer narrative:
Chair has been in use since 2/05. Consumer took chair in for service at the dealers. The dealer serviced the wheel. The user was operating the chair when the wheel that had been serviced fell off. No product malfunction. Service error likely.